Event description:
It was reported that a total articular surface provisional shim instrument was found to be missing a ball bearing upon inspection at the distributor. No adverse events have been reported as a result of this malfunction. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and has one of the ball components disassembled/missing. The missing component was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.